Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra2 meter read inaccurately high compared to another device (accu-chek aviva). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on the morning of (B)(6) 2017 he developed symptoms of feeling ¿cold, shaking, weak, blurry vision and dizzy¿; symptoms he stated he experiences intermittently. In response to the symptoms, the patient claimed his blood glucose was tested and a result of ¿15.4 mmol/l¿ was obtained with the subject meter and results of ¿3.9 and 3.8 mmol/l¿ were obtained on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient claimed his wife treated him with sugar in response to the symptoms. The patient stated that at an unspecified date and time one week prior to contacting lfs, his blood glucose was tested on another device and a result of ¿3.9 mmol/l¿ was obtained. During the follow-up call, the patient stated that he manages his diabetes with a combination of oral medication (metformin 1 pill twice daily; 1-2 pills daily of an unspecified medication if required) and insulin (6-8 units of fast-acting insulin with every meal; 6-8 units of slow-acting insulin once before bedtime). The patient informed the csr that he requires his wife to administer his medication and that his dose is adjusted based on blood glucose results, carbohydrate count and on how he is feeling. The patient stated that he normally tests his blood glucose 4 times a day and that his usual blood glucose range is between ¿7.0 to 9.0 mmol/l¿.prior to the onset of the symptoms, the patient claimed he had last tested with the subject meter on the evening prior at around 5:30 pm. The patient claimed a blood glucose reading of ¿9. Something mmol/l¿ was obtained and that he consumed his supper as normal in response. Later that evening at around 10:00 pm, the patient claimed he had been administered 6 units of slow-acting insulin. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted the patient did not have control solution available to test the subject meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.